Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, line a was programmed to deliver 0.9% sodium chloride at a rate of 10ml/hr with a vtbi (volume to be infused) of 250ml. Line b was programmed to deliver nitroglycerin 50mg/250ml at a rate of 10mcg/kg/min with a vtbi of 250ml. Line c was not programmed. Line d was programmed to deliver nitropress 50mg/250ml at a rate of 1.5mcg/kg/min with a vtbi of 250ml, and the deliveries were started. On (B)(6) 2010 at 1000, the blood pressure monitor alarmed. At this time, the nurse noted that the patient's blood pressure had increased from 120mmhg systolic into the 180s mmhg systolic and then to 200 mmhg systolic. The nurse noted the status post operative patient was bleeding into the chest tubes. The physician was notified and ordered the nurse to continue to titrate the medications being delivered in order to bring the patient's blood pressure between 90mmhg to 130mmhg systolic. At this time, the nurse noted that the collection bag of the device was full. No pump alarm was noted. The customer contact reported that the nurse concluded that medication was being delivered to the collection bag instead of to the patient; therefore, the pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer reported that the nurse then titrated the medications to unspecified rates and "within a few minutes" the patient's blood pressure was reported to be in the 130s mmhg systolic. The customer reported that within 15 minutes, it was reported the bleeding stopped. A blood loss of 250-300ml was reported. The customer contact reported the patient was extubated that evening and the following day, the patient was transferred to the intermediate unit. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the manufacturing site. The programming present in the history did not correlate with the customer's reported programming and event information. (B)(4).